Event description:
A customer contacted baxter global technical services (gts) regarding assistance with a system error 2240 alarm during dwell 4 of 4 on the homechoice machine (hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power. The hp stated they would complete therapy with manual supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and no root cause could be determined, due to no sample being returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.